Event description:
Distributor reported the device was in use with home care pt and after 2 hours' use, the device cuff would not hold pressure. No adverse effects reported.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated, the MFR will file a f/u report detailing the results of the eval.